Event description:
Supply line became disconnected from the solution bag. Baxter's technical service center assisted the home patient's relative in ending therapy early. No patient injury or medical intervention was indicated at the time of the initial report.